Manufacturer narrative:
Updated a4 updated b1 updated b2 updated b3 updated b5 updated b7 updated h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which stated that 13 years and 8 months post implant of this 23mm aortic bioprosthetic valve, it was explanted and replaced with a aortic mechanical valve of a different manufacturer. It was stated that the patient had been experiencing progressive shortness of breath (sob). The patient developed atrial fibrillation (afib) with rapid ventricular response (rvr) and was admitted to hospital. It was revealed that there was moderate to severe aortic stenosis (as) of the valve with suspected vegetation on an aortic leaflet and severe aortic insufficiency (ai). It was noted during explant that there was a lot of calcifications in the left ventricular outflow tract (lvot). No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 13 years and 10 months post implant of this 23mm aortic bioprosthetic valve, it was explanted and replaced with a 25mm aortic bioprosthetic valve of the same model. The reason for the replacement was not reported. No additional adverse patient effects were reported.